Event description:
It was reported that foreign material was observed in thirty-two (32) 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags. This was identified prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
This event occurred from (B)(6) 2022 to (B)(6) 2022. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the lot was manufactured from august 24, 2021 - august 25, 2021. H10: thirty-two (32) actual samples were received for evaluation. Unaided visual inspection along with magnification with fill port caps removed observed a loose foreign material inside the fill port connector area of four (4) samples. The particle in the first sample was a single twisted ribbon of clear fiber with a slight yellow tint, approximately 1.3 mm in length, and was identified to be cellulose fiber. The particle in the second sample was an irregularly shaped particle, pale yellow in appearance with areas of translucency, approximately 0.2 mm at the longest linear dimension, and was identified to be dextrose. The particle in the third sample was colorless, opaque, irregularly shaped, approximately 0.2 mm at the longest linear dimension, and was identified to acrylonitrile butadiene styrene (abs). The particle in the fourth sample was colorless, opaque, irregularly shaped, polymeric in appearance, approximately 0.3 mm at the longest linear dimension, and was identified to be abs. The reported condition was verified for the 4 samples; however, was not verified for the remaining 28 samples. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.